Event description:
Rptr did over 100 dental restorations and had to replace them all. They either chipped or fractured. The devices had no wear or biting tolerance and lasted no more than a year. Rptr lost their practice over this. Device was advertised that it's better than porcelain and was easy to repair with composite but it never worked. Dr had to out of pocket fix these with porcelain and metal.